Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.7., d.7., d.10., g.1., g.3., h.3., h.6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken in the shell with sharp edge with stress marks assessed as surgical impact opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp edge broken in the shell with stress marks assessed as surgical impact opening.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.